Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device (freestyle). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to specify when the alleged issue began. The patient claimed obtaining blood glucose readings of ¿400 mg/dl¿ on the subject meter and ¿50 mg/dl¿ on the other device, performed within in 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is not known how the patient manages her diabetes or what changes, if any, she made to her usual diabetes management routine in response to the alleged inaccurately high reading. The patient reported that an unknown time after the alleged issue occurred, she developed symptoms of ¿sweating, shaking, chills, nervousness, temporary blindness¿. The patient was unable and/or unwilling to confirm if she received medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject device at the time of testing, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have control solution available at the time of troubleshooting to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.